Event description:
Clogged.

Event description:
The returned syringe was difficult to extrude, but properly stored retained syringes extruded normally. Co's conclusion is thta the doctor did not properly store the filled syringe.

Event description:
The returned syringe was difficult to extrude. The tip ios component #746129, and the filled syringe is component #946125. When applying the product, the doctor attaches an unused tip to the filled syringe and extrudes the material through the tip.

Event description:
Tips were attached to the syringes and the syringes were then extruded. There is no formally documented method for this extrusion test; it is generally associated with appearance method gm-062-89.